Event description:
Type #1 endoleak. Utilized a esle 14-55, esle - 16-55 and a palmaz stent on the right side to stop the endoleak. On the left side, a cutdown was performed and the contralateral leg was sewn into the common iliac artery. The pt had a large iliac for the landing zone, which posed a problem for sealing. Pt doing fine at this time.